Event description:
A report was received stating that during removal from use on a patient, the cannula broke off of the infusion set and remained under the patient's skin. No additional medical intervention was reported. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.